Manufacturer narrative:
Concomitant devices include a 6mm angioguard rx. As reported by the (B)(4) study, the patient experienced a myocardial infarction (mi) one day after the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as 80% stenosed, non-thrombosed, circumferential, eccentric, 15mm in length, with severe calcification. The lesion was pre-dilated and a 6mm angioguard was successfully deployed beyond the target lesion. An 8x40mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. One day after the index procedure, the patient developed pulmonary edema. The patient was ruled in for non-st segment elevation myocardial infarction (nstemi), no chest pain and no stemi. The patient was treated medically for mi and congestive heart failure. Treatment details were not provided. According to the investigator, the event was not related to the index procedure or cordis product. The patient's medical history includes coronary artery bypass graft surgery, diabetes mellitus, coronary artery disease, and myocardial infarction. The product remains implanted in the patient; therefore, is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15207184 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15207184. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. Acute complications may include heart failure and pulmonary edema if the damaged heart is no longer able to adequately pump blood around the body. These events are inherent risks associated with the procedure and are not related to the manufacturing process. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi. Factors that may have influenced this event include the patients significant medical history, procedural, pharmacological and lesion.

Event description:
As reported by the (B)(4) study, the patient experienced a myocardial infarction one day after the index procedure. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as 80% stenosed, non-thrombosed, circumferential, eccentric, 15mm in length, with severe calcification. The lesion was pre-dilated and a 6mm angioguard was successfully deployed beyond the target lesion. An 8x40mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. One day after the index procedure, the patient experienced a myocardial infarction. According to the investigator, the event was not related to the index procedure or cordis product. Additional information was received that confirmed the patient was not discharged at the time of the myocardial infarction. There was good wall apposition of the precise pro rx stent. There was no possibility of a dissection at the time the stent was implanted. The patient developed pulmonary edema 12-15 hours after carotid stent implantation. The patient was ruled in for non-st segment elevation myocardial infarction (nstemi), no chest pain and no stemi. The patient was treated medically for mi and congestive heart failure. Treatment details were not provided. The current status of the patient was that she was extubated and still with congestive heart failure, but much improved. The study coordinator stated the patient developed pulmonary edema 12-15 hours after precise pro rx stent implantation and was subsequently intubated. The patient was treated with the same pre-procedure medications (aspirin, plavix, and heparin) for the events. No surgery was performed. The patient was discharged on (B)(6) 2010.